Manufacturer narrative:
A third-party service provider arrived onsite to inspect the hausted mbc chair and found that the brake pad had split. The damage to the brake pad allowed the brake to unlock resulting in the reported event. The chair was installed at the user facility in 2002 making it approximately 18 years old. The third-party service provider replaced the brake pad, tested the chair, confirmed it to be operating according to specifications and returned it to service. No additional issues have been reported.

Event description:
The user facility reported via vigilance report number 2020/003/005/401/016 that during a patient procedure their hausted mbc chair began sliding from the intended position. The patient was repositioned and the procedure was completed successfully. No report of injury.